Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, weak battery or no battery error alarms or blank display noted. However, the insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had a blank display and it alarmed no battery. Customer inserted a new battery and the device alarmed low battery when it displayed the battery was 3/4 left. Customer's blood glucose was 4.9 mmol/l. Customer requested the device to be replaced to the issues. Customer agreed to return the device for analysis.